Event description:
It was reported while using bd bbl¿ pseudosel¿ agar plate failed growth promotion. It was reported that failed growth promotion. Ts 0751. Atcc strain 9027.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 297882, plate pseudosel agar cetrimide 10 ea, for batch number 1041548 and complaint number (B)(4) for performance. During manufacturing of material 297882, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1041548 was satisfactory and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis (coa). Routine stability studies are performed annually per internal procedures for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis of each product. Stability data for this product is on file. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 1041548. Retention samples from batch 1041548 are not available for inspection. No return samples or photos were received for investigation of this complaint. This complaint cannot be confirmed. Bd will continue to trend complaints for performance. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ pseudosel¿ agar plate failed growth promotion. It was reported that failed growth promotion. Ts 0751, atcc strain 9027.